Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a chronic type b dissection. It was reported approximately 7 years post the index procedure a type ib endoleak was observed from the periphery of vamf3838c100tj. A valiant navion stent graft was then implanted distally for the type ib endoleak. It was reported that during follow-up post the implant of the valiant navion, it was noted that thrombus had protruded into lumen. It was confirmed during follow-up on approximately 2 years post the implant of the navion graft that there is continuing thrombus in the lumen and there are uncertainties about the skeleton of the navion graft however it was noted there are no problems during retention with the navion graft. Per the physician the cause of the event could not be specified. No additional clinical sequelae were provided and the patient will be monitored. It was confirmed when the type ib endoleak was observed there was also aneurysm enlargement (80mm) observed. No endoleak was seen once the navion graft was implanted during the intervention procedure and no post operative paraplegia was observed. It was confirmed all 3 stent grafts were explanted and an artificial blood replacement implanted. It was confirmed the patient is recovering well after the open procedure and there are no problems at the moment.

Manufacturer narrative:
Product analysis 3 grafts were returned for analysis, 2 valiant captivia and 1 valiant navion. This valiant captivia graft was analysed and the following observations made: there was a stent ring overlap of 4 and trainwrecking was evident on the device. A transectional cut was visible from pre-clean. There was lengthy damage to the grafts caused by the heat tools used by the physician during the explant procedure. Burn holes were found across all 3 grafts and in particular, a ¿burn site¿ appeared to be present on this stent graft where the support stent, stent support threads, crimp and stent graft material were all burnt in a very close proximity. Transectional cuts by the physician were identified. There were multiple suture breaks across all grafts and stent ring detachment was found on this stent graft. Two small tears were found on the stent graft. It is possible the two small tears contributed to the type 1b endoleak. Film analysis: the reported in-stent thrombus formation was confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. It is possible that the angulation noted in thoracic aorta may have contributed to the thrombus formation. Other possible contributors to vessel thrombus include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.